Event description:
Revision surgery - due to the patient having shoulder pain.

Manufacturer narrative:
The reason for the revision surgery was reported as the patient had shoulder pain after 79 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 26th complaint against the main contributor, first for this lot number. A definitive root cause for the patient's shoulder pain could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Device disposed of.